Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (ess205) (batch no: 508837(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no" and medical device monitoring error "essure insertion and nova sure ablation was performed on same day ". The patient's medical history included thoracotomy and morbid obesity. Concurrent conditions included diabetes and endometrial polyp. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2013 to on (B)(6) 2017, metformin, paracetamol (tylenol 8 hour), paracetamol (tylenol) since 2006 and venlafaxine hydrochloride (effexor). On (B)(6) 2006, the patient experienced uterine cyst ("uterine cyst") and uterine polyp ("uterine polyp"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced bladder discomfort ("pressure") and urinary incontinence ("weak bladder"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"), 11 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, dilation and curettage and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge and weight increased had resolved and the bladder discomfort, urinary incontinence, headache, dysmenorrhoea, fatigue, uterine cyst, uterine polyp and uterine leiomyoma outcome was unknown. The reporter considered bladder discomfort, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine cyst, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there was approximately 3 coils visible from the ostia bilaterally current weight 264 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received: reporter was added. Patients middle name was added. Essure insertion date was updated. Surgeries were added. Event uterine fibroids was added. Event onset date of uterine fibroid was added. Concomitant drugs were added. Patient weight was added. Concomitant condition was added. Reporter causality comment was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's past medical history included thoracotomy. Concurrent conditions included diabetes. Concomitant products included metformin, paracetamol (tylenol 8 hour) and venlafaxine (effexor). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced uterine cyst ("uterine cyst") and uterine polyp ("uterine polyp"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced bladder discomfort ("pressure") and urinary incontinence ("weak bladder"). On an unknown date, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge and weight increased had resolved and the bladder discomfort, urinary incontinence, headache, dysmenorrhoea, fatigue, uterine cyst and uterine polyp outcome was unknown. The reporter considered bladder discomfort, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine cyst, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pressure, weak bladder, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, uterine cyst, uterine polyp, essure confirmation test(s) conducted-no were added. New reporter, patient information, lot number, concomitant medication and condition were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (ess205) (batch no. 508837 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and medical device monitoring error "essure insertion and nova sure ablation was performed on same day". The patient's past medical history included thoracotomy. Concurrent conditions included diabetes and endometrial polyp. Concomitant products included metformin, paracetamol (tylenol 8 hour) and venlafaxine (effexor). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced uterine cyst ("uterine cyst") and uterine polyp ("uterine polyp"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced bladder discomfort ("pressure") and urinary incontinence ("weak bladder"). On an unknown date, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge and weight increased had resolved and the bladder discomfort, urinary incontinence, headache, dysmenorrhoea, fatigue, uterine cyst and uterine polyp outcome was unknown. The reporter considered bladder discomfort, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine cyst, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there was approximately 3 coils visible from the ostia bilaterally. Most recent follow-up information incorporated above includes: on 2-oct-2018: mr received. Event added essure insertion and nova sure ablation was performed on same day (medical device monitoring error). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (ess205) (batch no. 508837(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's past medical history included thoracotomy. Concurrent conditions included diabetes. Concomitant products included metformin, paracetamol (tylenol 8 hour) and venlafaxine (effexor). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced uterine cyst ("uterine cyst") and uterine polyp ("uterine polyp"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced bladder discomfort ("pressure") and urinary incontinence ("weak bladder"). On an unknown date, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).) And surgery (ablation). Essure (ess205) was removed on(B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge and weight increased had resolved and the bladder discomfort, urinary incontinence, headache, dysmenorrhoea, fatigue, uterine cyst and uterine polyp outcome was unknown. The reporter considered bladder discomfort, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine cyst, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch was not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.